Event description:
The consumer's husband alleges the bed allowed his wife's head to get stuck between the rail and mattress causing her to suffocate.

Manufacturer narrative:
A users spouse contacted manufacturer alleging his wife became entrapped in her bed rail and reportedly suffocated. Details of the alleged event have not been provided. No serial number has been provided. Age of device is unk. Zone of entrapment is unk. MDR filed based on alleged death.